Event description:
It was reported that premature battery depletion was suspected on the patient's implantable cardioverter defibrillator. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Functional testing found no anomalies.